Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), the console generated a gas gain in iab circuit alarm and a rupture occurred. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation - clinical engineer. Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and within the membrane. The sheath was returned over the catheter approximately 51.0cm from the iab. The returned sheath was not a maquet product. A kink was observed on the catheter tubing approximately 64.5cm from the iab tip. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed and two leaks were detected approximately 1.0cm and 8.3cm from the rear seal, respectively. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
N/a.